Manufacturer narrative:
After wearing the surgical gown, the surgeon complained of a red, raised rash on both arms that was accompanied with intense itching. She was treated with a medrol pack. Three used gowns were returned but none were for the reported size/catalog number. We have had no other skin irritation complaints for any of the sizes in this product family. A root cause was not determined. We cannot rule out environmental or other external causes for the reported skin irritation. We have not confirmed that the gown caused or contributed to the reported incident. However, due to the need for medical intervention, and in an abundance of caution, this medwatch is being filed.

Event description:
The surgeon developed a rash on both arms after wearing the gown and was treated with steroids.